Event description:
It was reported to tyco healthcare/kendall in 2007, that a customer had a problem with a foley catheter. The customer states the balloon burst when the physician tried to inflate it with 20cc of sterile water during the procedure (robotic prostatectomy). Customer reports the balloon was left behind in the bladder.

Manufacturer narrative:
The inflation volume reported by the customer exceeds the maximum inflation volume of the 5cc balloon which is 15cc as stated on the labeling.